Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is complete. Customers and retailers have been informed through the adc fa17aug2007 letter.